Event description:
According to the complaint the customer could observe a pressurized waste container. The customer found the bottom left cover lifting off the abl800 flex analyzer because it was being propped up by a bulging waste bottle. The bottle lot number is ml54 manufactured on 14-01-2022. It was under so much pressure the bulging bottle was preventing the lid from being held down by the magnets and it kept falling off and would not stay on. The waste consists of blood and used qc and calibration liquid and if the waste container is inflated, there is a risk of waste squirting out of the container.

Manufacturer narrative:
The following root causes have been identified: 1, incorrect guidecon assembly pressure caused the improper guidecon mounting. 2, validation did not include the verification if the incorrect guidecon assembly pressure will trigger an alarm on machine. Testing has shown that if a waste container is inflated, there is no risk of waste squirting out of the container and thus no risk of serious injury. Radiometer risk management files have been updated accordingly and this incident is no longer considered reportable.